Manufacturer narrative:
The complaint evaluation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house testing of reagent lot 06418fn00 was completed. Return testing was not completed as returns were not available. The ticket searches determined normal complaint activity for the complaint lot. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 06418fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the evaluation, no systemic issue or deficiency of the architect hbsag assay, lot number 06418fn00 was identified.

Manufacturer narrative:
Upon retrospective review, it was discovered that the manufacturer name, city and state on manufacturing report number 3005094123-2020-00132 listed as abbott (B)(4) diagnostics (B)(4) was incorrect. The correct manufacturer name, city and state is abbott ireland diagnostics (B)(4) which is this report. This report is being filed on an international product list 6c36, that has a similar us product distributed in the us, list 4p53. An evaluation is in process. A follow up report will be submitted when the evaluation is completed. Device evaluation in process.

Event description:
The account questioned a negative architect (B)(6) result (0.04 iu/ml) on patient who tested (B)(6) reactive and (B)(6) reactive. The sample repeated architect (B)(6) reactive (0.06 iu/ml). The nonreactive architect (B)(6) result was not reported out of the laboratory. The account sent the sample to reference labs with both reactive and negative results (0.05, 0.03, 0.05, 0.02, 0.05 iu/ml). The patient is of han ethnicity. No impact to patient management was reported.